Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line (pl) connection during their pd treatment. The reported issue was discovered during fill 1. The pl is blocked alarm was also received. Fluid was also discovered on the external of the cycler set cassette. Additional information was obtained during follow-up with the patient. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed treatment on the cycler after re-setting up with new supplies. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler remains with the patient for continued use. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line (pl) connection during their pd treatment. The reported issue was discovered during fill 1. The pl is blocked alarm was also received. Fluid was also discovered on the external of the cycler set cassette. Additional information was obtained during follow-up with the patient. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed treatment on the cycler after re-setting up with new supplies. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler remains with the patient for continued use. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.